Manufacturer narrative:
The device remains in service. It was reported the physician added a beta blocker to the patient's medications and it was believed the zone rate cut offs were reprogrammed per technical services suggestions. The patient will have another follow up at the end of the month. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pediatric patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate therapy from the device. The shocks were delivered initially for an svt; the atrial rhythm was as fast as the ventricle, confirming the origin of the rhythm was the atrium. In one episode, the first shock accelerated the rhythm into the vf zone and therapy was exhausted. A boston scientific technical services consultant discussed programming options to prevent this rhythm from being treated. The vf rate cut off could be increased as the patient's rhythm entered the vt zone many times with the svt rhythm. It was also noted that this episode, as well as other episodes, were gradual and the onset/stability detection enhancement may be more appropriate than rhythm ID for this patient. No adverse patient effects were reported.